Event description:
It was reported to philips that the device displays a red 'x' in the rfu indicator and chirps periodically. It had originally been reported that the device did not start up, but further information supports that it had started. There was no reported patient involvement.